Event description:
Pt called to report adverse reactions she experienced due to the implantation of her mentor breast implants on (B)(6) 2007. The past four years she has been feeling very sick, tired and can barely work. Pt stated she has all the symptoms of lupus and sjogren's syndrome, but has tested negative for both. She stated she has been diagnosed with fibromyalgia, raynaud's, ibs, and chronic fatigue. Over the last four years, the pt has also experienced painful, swollen lymph nodes in neck and under arm area, migraines, back pain, chest pain, problems concentrating, short-term memory loss and problems swallowing. She also stated she is abnormally cold and usually has a temperature of 95, although, she experiences heat flashes at night. She also reported having no libido and very frequent urination; sometimes she will go ten times in ten minutes. She stated she has sinus and congestion problems, neuropathy of hands and feet, shortness of breath, depression and anxiety. She plan to have them removed tomorrow, (B)(6) 2012.